Event description:
It was reported that the incision over the battery was reddened slightly and causing some pain at the pocket. There were swabs to check/rule out possible infection. However, the doctor noted that the wound looked appropriate and healthy. It was noted that the pocket was moved down further in buttocks per patient request since their pants had been rubbing on the battery. The event occurred post-operatively. The patient status at the time of this report was alive with no injury. It was later reported that the culture came back without growth at of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was getting good stimulation coverage for her chronic pain, but the implantable neurostimulator (ins) pocket never really healed well. Initially the soreness at the pocket site was believed to be normal healing, but after the patient¿s doctor¿s appointment (B)(6) 2015, she stated that the doctor would like to look into allergies to the device itself. The physician thought that the patient was allergic to the metal. There was a plane for allergy testing in the future. There was soreness at the pocket site and an occasional sharp pain. The patient complained of sharp pain on/off and sensitive/tender to touch and sore for the past couple of months. The patient could not wear clothes over the ins site. The ins pocket was not infected. The physician might refer the patient to an allergist or dermatologist. The event occurred post-operatively. The patient¿s status at the time of this report was alive with no injury. The medical doctor was given the allergy testing information, and the manufacturer's representative was pending the next step from the office.

Event description:
Additional information received by the manufacturer representative (rep) reported that the patient had a pocket revision on (B)(6) 2015. The patient had continued with pocket sensitivity after several conservative treatments prescribed by the physician. The former location of the right buttock pocket was to be moved/revised to the left flank area. If additional information is received, a follow-up report will be sent.

Event description:
The patients physician additionally reported that the cause was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).